Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2025. During the procedure, the clip malfunctioned and stayed closed, making it impossible for the staff to separate it from the instrument. They had to remove the clip and completed the procedure with another resolution 360 clip. This caused extra bleeding, and purastat was required to stop it. There were no patient complications reported as a result of this event.